Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was dislodged from the stoma site when the patient cough. There was no reported patient outcome.